Manufacturer narrative:
A photo was returned for evaluation, showing the clave at the secondary port of the cassette broken off. No samples were returned for investigation. The reported complaint of a broken secondary port and subsequent leakage on the plum set can be confirmed due to the photo provided. The probable cause is typical of an external force during use. The device history review was performed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Additional contact number (B)(6). The actual sample is reported to not be available for evaluation, however, a photo sample is available; investigation is not yet complete.

Event description:
The event involved a primary plum set which the customer reported leaked chemotherapy medication (vincristine) to the patient. The chemo had been attached to the b line on the IV pump, and back primed ready to administer as per protocol. The nurse left the patient's bedside and went to get a syringe, and on her return the patient's mother stated she heard a 'pop' and then saw the medication dripping to the floor. The line appears to have split at the b channel connection point; a new bag of medication was hung. Personal protective equipment was worn by the health care professionals so there was no contact with the skin and there was no unprotected drug exposure to the patient or family sitting nearby. The chemotherapy spill was cleaned up and spill kit was used as per hospital policy. There was patient involvement, but patient harm was not reported as a consequence of this event.